Event description:
(B)(6) 2025 ¿ the end-user experienced repeated ¿alert 38¿ messages (unable to proceed/motor stall). A supply change with new boxes was attempted on (B)(6) 2025 but the alert persisted; on (B)(6) 2025 a replacement ilet (B)(6) was processed. The user switched to backup therapy before blood glucose was affected. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.